Manufacturer narrative:
Investigation: since no batch number, samples or photos displaying the condition reported are available for examination, we were unable to fully investigate this incident. DHR could not be performed. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that the safety shield broke off during use with a bd needle eclipse 18x1-1/2 rb. The following information was provided by the initial reporter: it was reported the safety broke off of the eclipse needles.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the safety shield broke off during use with a bd needle eclipse 18 x 1-1/2 rb. The following information was provided by the initial reporter: it was reported the safety broke off of the eclipse needles.